Event description:
It was reported that during an unk procedure, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
Pc-(B)(4). Date sent: 2/12/2024. D4: batch # 473c07. Investigation summary   the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling,  the pcb board was noted to be non-functional.  As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the pcb board to be damaged. Device history review a manufacturing record evaluation was performed for the finished device batch number 473c07, and no non-conformances were identified.